Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00928. This report is being submitted as additional information. Approximate age of device- 1068 days. Manufacturer's investigation conclusion: the pump was not returned for evaluation. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had persistent elevated lactate dehydrogenase and suspected device thrombosis since (B)(6) 2016. The patient underwent a heart transplant on (B)(6) 2017. It took a long time to find a matching donor heart due to patient special antibodies. The lvad will not be returned for evaluation. No additional information was provided.